Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid resection, the safety lever broke while inserting the handle trans-anally due to anastomosis. The surgeon used another device to resolve the issue. There was no patient injury.